Event description:
On (B)(6) 2010: implementation of the medical device. Wear and tear of the glenoid cavity with glenoid symptomatic with pains. Revision of the resurfacing head and replacement by a tcb anatomical aequalis. Disappearance of pain after revision.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.